Event description:
Patient indicates "back check valve failed" and physician had to explant valve. Chamber collapsed. Iop dropped to 4, several procedures were done prior to valve explantation such as tube ligation

Manufacturer narrative:
Ahmed glaucoma valve does not have a check valve. The valve mechanism consists of an elastomer silicone sheet stretched between two polypropylene pieces to provide a set resistance. Intraocular pressure is lowered and controlled by the device by means of fluid exiting the anterior chamber of the eye through the tube and valve mechanism in a controlled manner. Without a sample available we are not able to determine the root cause for the failure reported this report is linked to maude adverse event report number mw5042222. Event description in report number mw5042222 indicates "... Retina not fully recovered therefore visio is permanently uncorrectable" thus this report is changed to also indicate there is a permanent damage.

Event description:
Patient indicates "back check valve failed" and physician had to explant valve. Chamber collapsed. Iop dropped to 4, several procedures were done prior to valve explantation such as tube ligation